Event description:
The customer reported that the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.